Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 45 mg/dl at time of incident and treated with glucose tablets. Customer has been experiencing low blood glucose for 20 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode was automatically delivering insulin at the time of low blood glucose event. Customer stated that the insulin delivery was not suspended due to sensor glucose versus blood glucose difference. Sensor glucose value from reported event was 145 mg/dl. The devices will not be returned for analysis.